Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that after user dropped the pump, the touch screen was unreadable due to "ink blots". Customer¿s blood glucose level was 156 mg/dl. The customer reverted to an alternate method in insulin therapy.